Event description:
It was reported that when the protective sheath was removed from the 3.25x38 mm xience xpedition stent delivery system (sds) balloon during preparation, the stent implant was not on the balloon and was found located inside the protective sheath. No unusual resistance was felt during removal of the protective sheath. The sds was not used on the patient. A new sds was used to complete the procedure. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported stent dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for stent dislodgment prior to use reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.